Manufacturer narrative:
A4-a6:unk. H6: no similar complaints within associated lots were found. Manufacture narrative: secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Lens repositioning was performed, but did this did not resolve the issue. Due to multiple rotations and repositionings, the lens was removed and the problem was resolved.

Manufacturer narrative:
H3: lens was returned dry in in a microcentrifuge vial. Visual inspection found fibre on a optic torn and haptic broken, bent, and stretch out lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).